Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time

Event description:
Attorney reported: on (B) (6) 2000 - pt underwent repair of a ventral hernia. Pt's hernia was repaired with a bard composix mesh. On (B) (6) 2006 - pt was admitted to the hospital with an abdominal ileus. On (B) (6) /2007 - patient was again admitted to the hospital with bowel obstruction caused by the mesh. Pt developed a high fever and was placed on IV antibiotics for two weeks. On (B) (6) 2007 - patient was again admitted to the hospital for an exploratory laparotomy and removal of the mesh. During the procedure, it was found that the mesh had torn away from the abdominal wall and had balled up in a wad, approx the size of a tennis ball. The small bowel was adherent to the mesh and the mesh had eroded into two loops of the bowel. Also present was an abscess underneath the abdominal wall. Pt's mesh was explanted and approx 40 cm of small bowel were dissected. An end to end anastomosis of the small bowel was performed and the defect was closed using an alloderm mesh. She was treated post-operatively with antibiotics and discharged on (B) (6) 2007. Because of the defective composive mesh patch and the multiple medical visits and surgeries necessitated, pt has suffered and will continue to suffer physical pain and mental anguish.